Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 52.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.5-12.8cm from the distal tip. Internal insulation abrasion was noted at 15.7-16.1cm from the distal tip. The etfe coating was intact at these locations. Reliability laboratory technician. St. Jude medical crmd reliability loboratory.

Event description:
This report is to advise of an event observed during analysis.